Manufacturer narrative:
Additional details regarding the reported event and detailed product information were not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient died. The target lesion was located in the calcified right coronary artery. A 1.5mm rotapro was used for treatment. The case went fine during the rotablator and intravascular lithotripsy portion of the procedure. A few minutes later, the patient started getting very hypotensive and a code blue was called. Subsequently the patient died.